Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro laa closure device was successfully implanted. The patient was discharged. The patient had a routine transesophageal echocardiogram (tee) follow-up, and imaging revealed a non-mobile, pedunculated, small device related thrombus (drt) on the face of the closure device/limbus. The patient was sent home on anticoagulation medication (eliquis) and will continue on medication until the drt resolves. There were no patient complications.